Event description:
During service investigation damage to the power cord was observed that resulted in exposed wires.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. External and internal visual inspections of unit revealed damaged and exposed wiring from the returned power cord.